Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable hp2 cautery was acting intermittently. They changed the cord and it worked normally. No patient or vein issues.

Manufacturer narrative:
Trackwise #: (B)(4). Updated sections: b-4, d-9,g-3, g-6, h-2, h-3,h-6, h-10. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. H3 other text : device not returned.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable hp2 cautery was acting intermittently. They changed the cord and it worked normally. There was a procedural delay. No patient or vein issues.